Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: central alabama veterans affairs health care system upon investigation of the actual device used in this incident, it was determined that discharged lists may displayed due to simultaneous upgrade event. A technical support specialist (tss) remotely accessed the device and logged in as carefusion admin. Maintenance and data sync services were stopped, and required scripts were executed through sql server management studio (ssms), with results saved on the device. The system operation table was truncated, and data sync was restarted. Logs confirmed successful upload of change tracking data. The maintenance service was restarted, and the device was rebooted. Tss then accessed the server and confirmed that the device sync status was updating correctly. The sync change tracking chunk size was adjusted from 1001 to 1000 in the server. Later customer confirmed that issue was resolved after performing manual recovery on device. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the device was not syncing with the server. The pyxis in endo was not tracking any activity performed at the device. Pyxis reporting did not show any restocking activity, even though it had been completed, and medications showed as loaded at the device. It appeared that the device was not syncing with the server. The device was rebooted, but the issue persisted. There were no adverse events or injuries reported based on this event.